Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 12 (lifeband not present) was confirmed based on the archive data review but was not confirmed during functional testing. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. The additionally reported complaint that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the driveshaft not rotated into "home" position when the platform was powered on, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple ua12 and ua45 advisory messages around the reported event date; thus, confirming the customer's reported complaint. Further review of the archive data revealed multiple fault code 27 error messages, unrelated to the reported complaint. The fault code 27 was replicated during functional testing performed at zoll. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional evaluation failed as the autopulse platform displayed a ua45 advisory message upon powering up; thus, confirming the reported complaint. The driveshaft was rotated to "home" position to remedy the ua45 advisory message. During service investigation, it was noted that the encoder driveshaft did not rotate smoothly, exhibiting binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is typically caused by the usage of the device over time although it could be accelerated by humidity or other environmental conditions. The sticky clutch plate was deburred to remedy the driveshaft resistance issue. During device evaluation, the lifeband clip detect switch inspection was performed and verified that the belt clip switch lever was working correctly and was in the proper position to detect lifeband insertion. The reported ua12 was not replicated during functional testing, and no device malfunction was found that could have caused or contributed to the reported ua12 advisory message. While the autopulse was further tested, the platform repeatedly stopped compressions and displayed fault code 27 (encoder fault (> 3000 rpm)). The noted device failure was unrelated to the customer's reported complaint, and the root cause was determined to be the defective power distribution board (pdb) due to a defective component. Upon replacement with a known good pdb to remedy the fault code 27, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) and known-good test batteries until fully discharged, and the platform passed the test without any issues. During servicing of the autopulse platform, the encoder spool shaft slot was noted to be damaged (chipped) on one side, unrelated to the reported complaint. The root cause of this damage could not be determined. As a result of the noted damage, the driveshaft lock pin was unable to lock securely, and the encoder shaft could rotate freely in one direction. The integrated encoder gearbox was replaced to address the issue. After completing all service actions, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until fully discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that during patient use, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 12 (lifeband not present) and ua45 (not at "home" position after power-on/restart) advisory messages. No further information has been provided. Patient's status information was requested, but the customer did not provide a response.